Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after the reset, the error code did not reappear. The caller successfully started their sensor session.